Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported numbness on the right side of their body three weeks ago. This was constant and had been in the hospital for it, they could not figure it out. The patient was admitted to the hospital about a week ago. They wanted the device removed. They needed to have an MRI but did not because they thought they were maybe having a stroke. The patient stated that they had been having trouble walking, talking since (B)(6) 2016, and thought maybe they had a stroke. The MRI was not related to the device. They also mentioned that they had a bleed in the brain ¿years before this¿, years before implant was placed and had a stroke before. The patient was to follow-up with the health care professional (hcp). Other relevant medical history includes non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.